Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited a conductor fracture proximal to the terminal pin. In a revision procedure, the lead was surgically abandoned and replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.